Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level went as low as 36 mg/dl. Troubleshooting for low blood glucose was performed. Customer's friend advised paramedics arrived and took the patient to the hospital as a result of their low blood glucose. Customer did not have a sensor to help monitor their sugar glucose and aid the device during threshold suspend.